Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va2aj03, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). Date of event: date is estimated; year is valid. See manufacturer¿s report # 3004209178-2020-20933 for report of previous lead revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported they were not getting symptom relief, and stated, "don't believe it has worked since implant date." They mentioned they, "could not get to communicate with [handset] device and there was no way of knowing if device was working." It was confirmed the patient was able to connect and see the therapy screen. They went to the doctor and had the program changed, but were still not getting relief. They were on program 6 at 3.0 milliamps (ma), and reported feeling stimulation in, "anus, more on butt cheek on right side." They tried program 2 in the past with the healthcare provider. The patient changed to program 2 at 3.1 ma, but reported feeling "cramping in anus," and decreased to 2.9 ma, but stated, "pushing my butt," and then brought therapy down to 2.8 ma. They still felt cramping, and brought it to 2.7 ma. They would maintain the stimulation level, and would continue to track symptoms. They reported they would change therapy settings if they experienced uncomfortable stimulation. Allowing time to adjust between therapy changes was reviewed. It was confirmed stimulation was in the bicycle seat area and comfortable. They were redirected to their doctor if the issue persisted. The patient reported it was hard speaking with their healthcare provider about issues, as they were not available. They reported the healthcare provider moved on to botox with the patient (no allegation related to device/therapy), but the patient was not happy and wanted to work with the device to see if it worked. They were redirected to their healthcare provider for indications for use and different programs. The patient inquired about less frequent urination "means increased volume output." They were redirected to their healthcare provider to discuss. The patient also mentioned they had not been getting relief since the lead was replaced and the healthcare provider went back in and re-did it. The patient was called back to clarify, but was unable to be reached. A voicemail was left.  See manufacturer¿s report # 3004209178-2020-20933 for report of previous lead revision.